Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Pump passed displacement test and self test. No back light anomaly noted. No anomaly rewind noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act and esc buttons were hard to press. Customer reported that the insulin pump was dropped in the past that could have led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump piston goes half way during rewind process. Customer was able to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.